Event description:
Device issue: none. Adverse event: embolic stroke. Onset of adverse event: after the procedure. It was reported that a nav6 filter was used in the right common carotid artery. A non-abbott stent was implanted in the target lesion. After the procedure, the pt experienced left sided weakness diagnosed as a stroke. CT angiogram showed a likely embolus. Carotid ultrasound showed a patent non-abbott stent. The pt's condition is continuing and unchanged at this time. The pt was provided with supportive care. There was no add'l info provided.

Manufacturer narrative:
(B)(4) (B)(4). Stroke and embolism may occur during this type of procedure and as listed in the instructions for use, stroke and embolism are known potential adverse pt events associated with the use of the product. The reported hospitalization was in response to the pt symptoms. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.